Event description:
After an implantation period of approx. 29 months, it was reported that the ICD could not be interrogated.

Manufacturer narrative:
The ICD and a fragment of the lead were returned and underwent extensive analysis. After its receipt, the ICD was first inspected visually. The sparkover traces shown in figure 1 were detected on the ICD housing. The dot-shaped spots of locally melted titanium indicate a sparkover during a shock delivery between the housing and the hv conductor of the lead. Matching the clinical observation, an interrogation of the ICD was not possible. Based on this result, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and to damage to the electronic module, due to which the ICD could no longer be interrogated. In a next step, the returned lead was examined. In the returned state, an 11 cm long proximal fragment was available. The analysis found multiple signs of abrasion along the lead fragment. Especially at the rv df-1 connector plug, the insulation was damaged due to fraying. This damage pattern is with high probability the cause of the clinical observation. The position and type of fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. The manufacturing process of the lead and the ICD was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, the clinical observation resulted from a shock delivery into an external low-ohmic shock path. The examination of the lead fragment showed fraying of the insulation at the rv df-1 connector plug, which indicates massive mechanical stress of the lead. There were no indications of a material defect or manufacturing error.